Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that intermittent occlusion alarms have occurred. The customer's blood glucose level ranged from 342-343 mg/dl. Reportedly, the customer changed the cartridge and infusion set to address the occlusions. Customer continued using the pump for insulin therapy.